Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 0.5ml 29ga 1/2in bls 400 sg safety mechanism was difficult to activate. The following information was provided by the initial reporter: material #305932; lot #4254095. Verbatim: rcc received a complaint via email. After I administered subcutaneous insulin and removed the needle from the patient's skin, I went to engage the safety device for the needle. The white safety device for the insulin needle slipped, which caused my right hand to move forward, further causing the needle to puncture the inner part of my left index finger. I tried to activate the safety device, but the device slipped, which the safety device was faulty. Needlestick occurred.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of safety mechanism issues. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence.